Event description:
It was reported that the autopulse platform displayed "battery empty" and stopped during use, battery was changed. Platform performed a few compressions and stopped. Technical team inspected the battery and the platform, but the experienced event could not be duplicated. No adverse event reported.

Manufacturer narrative:
Reported complaint of autopulse stopping compression was verified in the archive file, but not while testing the device. Archive file indicated that the pt or object was very hard to compress and that the autopulse platform was compressing a weight greater than (B)(6). Archive file also indicated that the batteries used were fresh from a charger and fully charged. No adverse event reported.